Manufacturer narrative:
The device is not available for evaluation only the particle. The lot number was not recorded therefore we are unable to review the device history record. The investigation is ongoing.

Event description:
The user facility in (B)(4) reported that during phacoemulsification a little ''plastic'' particle was found in the patient¿s eye. The particle was removed with forceps. No patient impact was reported.

Manufacturer narrative:
A white particle was received and sent for testing. The white particle was removed and analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds analysis indicated that the white particle consists primarily of carbon. Lesser concentrations of calcium, chlorine, sodium, oxygen, and silicon were also detected. This is consistent with organic material, calcium carbonate, and saline residue. The white particle was analyzed using a fourier transform infrared (ftir) spectrometer. The ftir analysis of the white particle produced a spectrum with significant calcium carbonate interference. After correcting for the interference, the resulting spectrum was consistent with that of poly(p-phenylene oxide) (ppe). This analysis indicates that the white particle consists of poly (p-phenylene oxide) (ppe) with lesser concentrations of calcium carbonate and saline residue. The investigation is ongoing.

Manufacturer narrative:
The particulate was sent to lab for analysis and found to be comprised mostly of p-phenylene oxide with lesser concentrations of calcium carbonate and saline residue. The origin of the particle can not be determined. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.